Manufacturer narrative:
The technician found the contacts on the footboard were dirty. He cleaned the contacts to repair the bed.

Event description:
The account stated the bed will not go into trendelenburg.